Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver milrinone, 118mg/ 295ml, at a rate of 3.6 ml/hr, for a duration of 78 hours, via a gemstar pump. At an unspecified time, it was reported that an unspecified volume of solution leaked from an unspecified location of the filter of the tubing set. The customer contact reported that the tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.